Manufacturer narrative:
Integra has completed their internal investigation on august 10, 2017. Results: evaluation of returned device; unit received with the swivel base not rotating freely making a ratcheting noise. This will be repaired at n/c to the customer. No sign of misuse by the customer. All other components are in good working order. DHR review; device history record reviewed for product ID a3059, serial # (B)(4) a total of (B)(4) were manufactured on 10-21-2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: failure was confirmed. Root cause is attributed to migration of disk ratchet for locking mechanism.

Event description:
It was reported that there was a mayfield composite series skull clamp slip. The patient¿s head was secured in the skull clamp but slipped out and hit bottom of the skull clamp which broke the fall. It is unknown if there was any patient injury, death or revision/ medical intervention required. There was a delay in surgery reported. Request for additional information has been sent.